Manufacturer narrative:
(B) (4): results: death, cerebrovascular accident. Moderate thrombus/atheroma/plaque surrounding the aneurysm.

Event description:
A talent stent graft device was implanted into a patient for the treatment of a 46 mm in diameter x 70 mm long saccular thoracic aortic aneurysm at zone 2. The proximal aortic neck was 36 mm in diameter, and the distal aortic neck was 29 mm in diameter. There was a moderate amount of thrombus/atheroma/plaque surrounding the aneurysm. It was reported that two talent thoracic stent grafts (MFR report # 2953200-2010-00715) were implanted to exclude the aneurysm without any issues. After recovery from anesthesia, it was noted that the patient had a cerebral infarction. More specifically, per a follow-up MRI acquired one day post-implantation, a cerebellar infarction was diagnosed. The physician commented that there was a possibility that some thrombus, atheroma, and/or plaque might have moved to the left vertebral artery through the left subclavian artery, resulting in the cerebellar infarction. It was then reported that the patient expired on an unknown date from expansion of the cerebral infarction. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the investigator assessed the cerebral infarction as related to the procedure and required implant of an additional stent graft.